Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 07/17/2014, belt: 02/20/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received two inappropriate treatments in response to svt and nsvt. Per the continuous ECG recording, the device was started up at 15:36:07 on (B)(6) 2021. An arrhythmia was detected while the patient was in svt at 150 bpm with nsvt and tactile artifact at 04:15:46. The patient received the first inappropriate treatment at 04:16:57. The patient's rhythm at the time of treatment was svt at 150 bpm with nsvt and tactile artifact. The patient's post-shock rhythm was svt at 150 bpm with tactile artifact. The patient received the second inappropriate treatment at 04:17:27. The patient's rhythm at the time of treatment and post-shock rhythm were svt at 150 bpm with tactile artifact. The device was shutdown at 05:18:25. The patient passed away in the hospital on (B)(6) 2021.